Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was working normally after 10 minutes, there was a problem opening the jaws and it was stuck on the tissue. Suddenly it opened up and they tried one more time to close over the tissue but same incident occurred again. They switched to another device and there was no issue. There was no patient injury.